Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/30/2015-product analysis:the device was returned and evaluated by product analysis on 03/16/2015 with the following findings:the complaint was unable to be duplicated with investigation. Review of the black box revealed related issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Unrelated to the complaint, moisture was observed beneath the display lens. Leak testing revealed a pump case leak. Moisture was observed on the pump¿s printed circuit board.